Manufacturer narrative:
Evaluation pending device return.

Event description:
A report of simultaneous deployment has been received. No patient harm was reported. A backup was used to complete the surgery.

Manufacturer narrative:
The device was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle, however a six inch piece of suture was returned. The suture appears to have been cut clean. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.